Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was difficult to start up and that the device had 9 error alarms in the alarm history. The blood glucose reading was 5.2 mmol/l. Advised replacement of the insulin pump. Nothing further reported.